Event description:
It was reported that the right ventricular (rv) lead appeared to have perforated the myocardium. The rv lead sensing was noted to be low and there was no capture at maximum output. It was also reported that patient stimulation was noted with pacing in unipolar and that the patient was highly symptomatic. It was also reported that the rv lead bipolar pacing impedance was 835 ohms with a lifetime maximum of 1562 ohms. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review revealed a resistance/impedance increase and that the impedance on the ventricular lead rose from an average of approximately 500 ohms in the end of (B)(6) 2012 to an average of approximately 850 ohms by the end of (B)(6) 2012. Maximum impedance recorded was 1562 ohms.